Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was a heavily calcified ostial left circumflex 90 percent stenosis. Reportedly, following pre-dilatation the 3.5 x 18mm xience prime (sds) was advanced to the lesion with resistance due to patient anatomy; however, during pull back of the sds, the stent was dislodged from the balloon. The stent was apposed to the wall using a large balloon, then covered with another stent. It was further noted that resistance was noted during removal of the protective sheath during preparation of the device. The target lesion was treated successfully with an unspecified device. A clinical delay in the procedure of 30 minutes was reported. No adverse patient sequela was reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the stent was compressed against the vessel wall.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.